Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the insulin gauge was inaccurate. The customer declined follow up from tandem technical support on the reported issue, and no further information was able to be obtained. There was no reported adverse impact on customer's blood glucose level.